Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Event description:
It was reported by customer before use that cs100 intra-aortic balloon pump (iabp) equipment backup battery failed, the equipment was temporarily not used. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1: event site telephone, e3, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer informed that the backup battery failed. The equipment was out of warranty. Business communication was conducted. The customer temporarily refused to repair.